Manufacturer narrative:
Correction ¿ b1, b2, g3, h1, h2, h6 to account for upgrade to serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise. During an unrelated procedure on (B)(6) 2021, the lead was inspected and was found to have a breach in insulation. The lead was capped and replaced in the same procedure. Post-procedure the patient was stable.

Event description:
New information received notes the atrial lead was oversensing noise.